Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was informed that the transducer was received with the original package open and the transducer tube showed the extremity cut.